Manufacturer narrative:
The following field was updated due to corrected information: g.4. Is combination product?: no. H.6. Investigation: one used extension set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's lower air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the lower filter vent. The customer's complaint that there was leakage from somewhere on the filter was verified. A device history record review for model 10013902 lot number 20116229 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The set was then sent to the filter supplier for additional investigation. During close inspection of the filter, it was observed that a crescent shaped section of the lower vent membrane coupon was found to be missing, which would cause the leakage observed by the customer. The root cause was determined to be a membrane advancement fault with the supplier's production that caused a partial membrane coupon to be stamped within the filter. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20116229 regarding item #10013902. H3 other text : see h.10.

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: almost right away- during priming the line with normal saline rn noticed leakage from somewhere on the square part of the filter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: almost right away- during priming the line with normal saline rn noticed leakage from somewhere on the square part of the filter.